Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery, cuff leak was observed. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. There was a white and yellowish residue on the outside diameter of the cuff balloon and surgical tape was wrapped around proximal portions of the device and around the wire harness when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, the cuff and pilot balloons were manipulated, and no leaks were observed. For additional analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied fdm b18, fdr d03 and fdc c20 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.